Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicap transfer sets could not fully be closed. This was identified after the sets had been removed from the packaging during setup for a transfer set change. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: three (3) actual devices were received for evaluation. Visual inspection of the samples did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The twist clamps fully engaged into lock position by hand with no issues. Torque engagement testing was performed on the three samples, the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.